Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager contacted customer service support and reported that there was a blood leak during treatment.

Event description:
A user facility clinical manager contacted customer service support and reported that there was a blood leak during treatment.

Event description:
A user facility clinical manager contacted customer service support and reported that there was a blood leak during treatment.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinical manager contacted customer service support and reported that there was a blood leak during treatment.

Manufacturer narrative:
(Plant investigation) plant investigation: a sample from the reported lot was returned for physical evaluation. The sample was subjected to an external leak test and a bubble point leak test. No leaks were found during the external leak test; however, a leak was detected at approximately 190°, with the dialysate ports situated at 0°, on the non-cavity ID end during the bubble point test. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 0.60mm in length above the pu was identified at the leak location on the non-cavity ID end. An opposing end was not identified. There was no other damage or irregularities noted. The reported issue was confirmed through physical evaluation of the returned complaint sample. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing.